Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 72-year-old female noted as high risk intervention was implanted with an impella 5.5 device for mechanical circulatory support. The patient suffered multiple episodes of ventricular tachycardia overnight during impella 5.5 support. The patient went into torsades de pointes for approximately four minutes and required defibrillation to stabilize. The impella support level was reduced in immediate response to the episode and the device was repositioned via echo guidance. Support continued with the implanted pump following the event.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. Device history record review confirmed the pump passed all post sterile inspection checks. No device was received for evaluation. To determine the true root cause of the issue sufficient clinical information would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the reported issue was not determined.

Manufacturer narrative:
B2-selected death and added date of death. B5-mso review. H1-changed to death.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.